Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had a faulty touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The main circuit board was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. The investigation determined that there was no fault found with the returned main circuit board. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).